Event description:
The device was returned for analysis. It was noted on the return product form that the device was replaced for prophylactic reason (intensified follow-up indicator = yes). Analysis has not been completed to date. No additional, relevant information was received to date.

Event description:
Product analysis was completed for the returned generator. The device output signal was monitored for more than 24 hours, with the generator in a simulated body temperature environment. Results showed that the device provided the expected level of current for the entire monitoring period. A visual assessment of the pcba showed contaminants on the trimmed edge of the pcba. The device failed several postburn electrical tests; however after the contaminants were removed from the trimmed edge of the pcba, the device passed all but two test which were failed due to the test software requiring updates. The contaminants on the pcba suggest probable electrical paths were established which contributed to the supply current conditions. The analysis therefore concluded that the contaminants on the pcba may have been a contributing factor to the reported premature depletion. No additional, relevant information was received to date.

Event description:
It was stated that the patient's device was last interrogated september 2017 and showed 75-100% battery life then. When the patient's device was recently interrogated, the battery was showing 11-25% remaining. The patient noted that she felt the device was not "going off" as much, which she suspected to be due to the battery getting low. A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. Decoded programming data was also reviewed and confirmed that the battery is depleting more quickly than expected. It was stated that the patient's battery was replaced. An implant card was received for the battery replacement surgery which was indicated to be prophylactic. No device was returned to date. No additional, relevant information was received to date.